Event description:
Preliminary analysis of the returned device noted that the device was broken. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A device history record review found that the device met all material, assembly and performance specifications. Visual inspection of the returned device noted it was fractured 96cm from the proximal end. There was evidence of a bending action near the fracture site that may have contributed to the break. It was concluded that the break was most likely due to operational context.

Event description:
Preliminary analysis of the returned device noted that the device was broken. There was no reported clinical consequence to the patient.